Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found with a broken curved blade. Broken piece, approximately 0.18" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid to or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Failure analysis found the primary failure of harmonic ¿ broken blade to be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the ultrasonic needle core broke off. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.